Event description:
A 2.5mm diameter x 24mm length medtronic ave s540 stent was inserted into a tortuous and severely calcified diagonal coronary artery. In an effort to cross the lesion, the physician pushed and torqued the guide catheter in an attempt to advance the stent. The guide catheter "kicked back" causing the stent and stent delivery system, guide catheter, and wire to retract back into the aorta. Consequently, this caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was successfully snared from the iliac artery. The physician did not follow the instructions for deployment of a stent when he attempted to push the stent across the lesion when it would not readily advance. The target lesion was treated with a balloon angioplasty procedure. There was no add'l clinical sequelae reported relative to the event.